Event description:
It was reported that the right atrial lead fractured due to clavicular crush and exhibited less than 200 ohms impedance. The lead was removed and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis found that both the proximal and distal insulations were abraded and all five wires of the proximal coil were fractured between 31.0 cm and 32.0 cm from the connector pin due to clavicular crush.